Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic ketoacidosis on thursday at 01:30 am. The customer¿s blood glucose level at the time of the incident was 27.4 mmol/l. The customer¿s current blood glucose level was 10.4 mmol/l. The customer also stated that the cannula was bent. Customer was assisted with the troubleshooting. The reservoir will not be returned for the analysis.